Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred to the manufacturing site and investigated as follows; [investigation result] -it could not duplicate the reported phenomenon which was the image failure/distorted image. <checking items for duplication test> *to check while applying angles in each direction > there was no abnormality. *to check after connecting / disconnecting the connector part multiple times > there was no abnormality. *to check while swing impact, etc. The connector part > there was no abnormality. *to check electrical contacts such as the appearance check result > there was no abnormality such as abnormal damage to be energized for a long time > there was no abnormality. *to check the distal end and connector while heating with a dryer > there was no abnormality. *to check while immersing the distal end alternately in cold water and hot water > there was no abnormality. And no other abnormality was found in the scope connector contact part of the subject device. <other confirmation> -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -as for confirmation of the inspection report by olympus service operation repair center (sorc), there was no leakage for the subject device. [Cause] [conclusion] the root cause of the reported phenomenon could not be identified. [Consideration] as a result of the analysis with disassembling the subject device, it was confirmed that there was the exposing comprehensive shielded wire due to dented and damaged ccd cable in the universal cord of the endoscope. It was presumed that the reported phenomenon may have occurred because its exposing comprehensive shielded wire came into contact with the endoscope exterior. Also it was presumed that the cause of denting and coating breakage of the ccd cable was excessive twisting, bending, and other stresses that exceeded expectations, but it could not be identified from the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the sales representative of olympus that the image of the subject device was distorted (disappeared) when the subject device was angulated at delivering and returning the repaired subject device to the user facility. The subject device had been returned to olympus service operation repair center (sorc) for repair of no image. But at that time, the phenomenon, no image which had been complained by the user was not duplicated. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned back to sorc and was inspected again. However the reported phenomenon could not be duplicated and then it could not be confirmed. Therefore, sorc suspected that the image failure was due to the ccd failure of the subject device, and suggested to repair its ccd. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.